Manufacturer narrative:
A product investigation was completed: the returned retraction blade was analyzed for conformances to print specifications, as well as the device history records were researched. No abnormal findings were identified. Based on this result, we can exclude a manufacturing fault. Unfortunately we are not able to determine the exact cause which leads to the occurrence without further details. Because of the finding that the clip is bent up, it is likely that the damage is due to a potential handling fault. Per the instruction for use, the provided removal instrument ensures that the flexible clip is extended so that the retraction blade loosens from the screw head, but comes back to the elastic deformation of the clip to its original shape. No product fault could be detected. It is likely that a mechanical overload situation led to the occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ (B)(4) manufactured the tissue retractor ¿ center, dated november 17, 2011, for 57 parts. The lot conformed to all requirements as noted in the certificate of compliance dated (B)(6), 2011. The lot was inspected and conformed to the synthes incoming final inspection. There were no mrrs, ncrs, or complaint-related issues for this lot. Fifty seven parts were released to the warehouse on (B)(6), 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(4) as follows: during a workshop at a hospital the device was jamming and did not work properly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.